Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, whilst walking, the patient heard a crack and thought the hip had dislocated. This crack was allegedly caused by the fracturing of the neck which was subsequently found to have occurred. The neck fragment was removed and the retained stem was extracted by femoral window and zmr implanted. The liner was revised to a poly liner.